Event description:
Consumer reported concerns with bleeding, swelling, fistula, & being asymptomatic, infection & concerns with peri-implantitis. Consumer reported primary stability was achieved before prosthetic restoration. An augmentation was also preformed with allograft products.

Manufacturer narrative:
Consumer reported concerns with bleeding, swelling, fistula, & being asymptomatic, infection & concerns with peri-implantitis. Consumer reported primary stability was achieved before prosthetic restoration. An augmentation was also preformed with allograft products.